Manufacturer narrative:
The distributor evaluated the iabp unit and was able to reproduce the reported failure. The battery was fully charged for over 18 hours and failed to sustain the charge during testing. To address the issue, the batteries were replaced and a preventative maintenance was completed on the iabp unit. The unit was then cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was unable to last more than 30 mins even with the batteries fully charged before using it to transport the patient to another department within the hospital. The customer also reported that they quickly pushed the cs300 iabp back to their own ward and quickly plugged in the power cord into the wall ac mains and continue to use the cs300 on ac power. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when subsequent information is provided. The full name of the event site noted is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was unable to last more than 30 mins even with the batteries fully charged before using it to transport the patient to another department within the hospital. The customer also reported that they quickly pushed the cs300 iabp back to their own ward and quickly plugged in the power cord into the wall ac mains and continue to use the cs300 on ac power. No patient harm, serious injury or adverse event was reported.